Event description:
Customer reported that package had 11 patties instead of 10 and 10th pattie did not have a string.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.